Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding the patient with an implantable neurostimulator (ins) for non-malignant pain and post lumbar laminectomy syndrome. It was reported that the patient saw the por (power on reset)messaged. It was reviewed the meaning of the por and that therapy would stop due to the por. It was first suspected to be related to an overdischarge, but then the patient stated that they last checked their ins battery and saw they had ¿half a battery¿ in their ins about two weeks ago, so being overdischarged was not likely. It was indicated that the por was not related to an overdischarge event. It was reported that there were no traumas/falls that could be related, but it could be related to emi environmental exposure. The patient stated that they got a ¿magnetic wreath for christmas and they stuck it to their freezer¿. They stated that it was at a level where they could have brushed up against it so it was possible this was related. The patient stated that they could have brushed up against the device shortly after christmas ((B)(6) 2017) and shortly after that they started seeing the por code (¿about a week or so ago¿). The patient stated that they spoke with a manufacturing representative (rep) today and was told to call in. Patient services was able to successfully help the patient clear the informational por and they were advised that if it happened again they should follow-up with their healthcare provider (hcp). It was indicated the por was an informational por screen. Troubleshooting resolved the reported issue. No symptoms were reported. The por and possible emi interference occurred in (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that they weighed (B)(6) pounds at the time of the event.